Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.485" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an in house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. Root cause is attributed to a cracked blade. The complaint regarding the instrument not recognizing was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized at the beginning of the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.